Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and initial reporter information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33268. It was reported that during a patient's competitor ipg replacement to an abbott ipg, the physician was unable to loosen the set screws on the adapters. The ipg site was closed and the patient may undergo surgical intervention at a later date to retry the procedure.

Manufacturer narrative:
Patient weight added to the report. Initial reporter information updated in the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.